Event description:
After 2 min of functioning (burning) appropriately, the temperature fluctuated from 74-86 degrees per physician. Pressure 178-182. Dr stopped and removed the catheter. Balloon and catheter was intact per dr. Second catheter was opened and worked ok.